Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a there was a connection issue between a cassette and a transfer set during setup of peritoneal dialysis therapy. The patient was unable to make a secure connection, the connector would continue to spin. The patient ended therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.